Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer had a sensor anomaly. The mother stated the needle became detached from the sensor before insertion. The mother declined to troubleshoot. Customer's blood glucose was 185 mg/dl at the time of the call. Customer declined to return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on 2 opened and used enlite sensor found both sensor needles separated from the sensor base; unable to confirm the customer complaint due to the customer returned opened and used.